Event description:
Balloon catheter kinked. Consequently, the balloon could not inflate or deflate.

Event description:
Balloon catheter kinked. Consequently, the balloon could not inflate or deflate.